Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an insulin leak on her reservoirs past both o-rings and the plunger. Advised customer that reservoirs would be replaced. Nothing further was reported.